Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on the jtag table top board causing a manual reset to short. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.